Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer changed the cartridge to address the issue. Customer's blood glucose level ranged from 324-325 mg/dl. In addition, it was reported that an occlusion alarm occurred. Reportedly, the customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.